Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at implant this right atrial (ra) lead required repositioning. Following the repositioning, p-wave measurements were alternating between 3 millivolts (mv) and 6 mv. The lead was noted to be stable and impedance measurements were acceptable, therefore the lead remained in position. Later in the evening, a pericardial effusion was suspected and a pericardial drain was placed. It was suspected that there was a small perforation due to moving the atrial lead. The following morning all measurements were good and stable. The drain was removed and an echocardiogram was performed. No re-accumulation was noted and no further intervention was necessitated. No additional adverse patient effects were reported.